Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples from the customer facility for investigation. The samples were filled with water, closed and shook vigorously in an attempt to produce leaks. The customer's indicated failure mode that the cup wont close and caused leakage with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic urine collection cup won't close and caused leakage. No injury or medical intervention.